Event description:
Event: conversion to standard open procedure. Event narrative: the patient was reported to have a 60 degree angulated neck. The graft was successfully implanted. The final angiogram demonstrated a type I endoleak at the superior attachment system. The physician proceeded to balloon with a 25x2 dilatation catheter. After ballooning the superior attachment system, the physician performed another angiogram and noticed an extravasation of contrast in the abdominal cavity. The patient was converted to standard open repair. The patient tolerated the open procedure and is doing fine.